Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off site battery analysis review of the manufacturing data, and data gathered during visual and dimensional inspection, did not show any abnormal results. The electrical testing showed the battery is consistent with a delta 26h2 battery at this level of discharge. The voltage performance at the estimated delivered capacity was within the tolerance bounds predicted by the model, and the dc resistance met specifications. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to normal battery depletion. The ipg was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.